Manufacturer narrative:
The wire has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a ptca procedure, the tip of the graphix pt guidewire broke. The 90% in-stent restenotic lesion was located in the moderately calcified left anterior descending artery (lad). As the physician was advancing the graphix pt guidewire through the riva into the diagonal branch, the wire tip broke. The physician decided not to continue and the patient was taken to surgery at another facility. Although requested, no information regarding the patient or the surgical procedure is available. The patient is reported in good condition.